Manufacturer narrative:
(B)(4). The customer contacted the philips (B)(4) service center to report a problem with an intellivue mp2 stating the speaker was damaged. Based on the available info, it remains unk whether this report represents a physical damage of the speaker, the generation of a visible "speaker malfunc." Inop message, or how the speaker failure manifested at all (e.g. If the speaker still emitted sounds with or without an error message). As the customer has apparently recognized the speaker failure ("damage"), and as no pt adverse event/adverse pt impact was reported to have resulted from this issue, it is considered that the issue was immediately obvious to the user. Generally, pt alarms & technical inops will continue to be annunciated at the central station (if networked). In an abundance of caution we will report a potential loss of audio even though a visual warning was likely provided and product labeling states describes personal surveillance. The intention of monitoring would be in close personal observation as specified in the product labeling. This would alert the user to a possible device issue to troubleshoot the device or implement alternative monitoring. This would allow the user to implement alternative methods of monitoring per hospital protocol, and/or to troubleshoot the monitor. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer contacted the philips (B)(4) service center to report a problem with an intellivue mp2 stating the speaker was damaged.